Event description:
Follow up information received from the manufacturer representative (rep) reported that the ins was replaced due to normal battery depletion. The cause of the high impedances was not available, and the patient feels stimulation and is still receiving benefit from therapy. Two weeks after the replacement, some impedance values were "in the range." See related regulatory report 9614453-2016-06685.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# unknown, product type: lead; product ID 3023, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturer representative reported that prior to an implantable neurostimulator (ins) replacement procedure, impedances were measured to be high on all electrode combinations except 0-1, 1-2, and 2-3. The ins was replaced due to normal battery depletion. After the ins was replaced, impedances were measured to be high on all electrode combinations except 0-3 which was less than 50 ohms. When the ins was being programmed, all impedances were high and 0-3 was measured to be 67 ohms. The patient's lead was implanted in 2006. The ins was programmed using 0-, 3+ at 1.2v, 210 usec, and 52 hz. The patient still perceived the correct stimulation they had before the replacement surgery. The patient felt stimulation correctly and still benefited from the therapy. After 2 weeks following the replacement, some impedance values were in the range. The cause of the high and low impedances was unknown and the issue was not resolved. No surgical intervention was taken or planned. The patient was alive with no injury.